Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around light guide lens was peeling, peeling of the coating on the forceps elevator (l-arm) and burn on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the malfunctions could not be identified. In addition, a root cause for the malfunction " forceps elevator has a burn" could not be identified. Based on the results of the investigation, it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.